Manufacturer narrative:
The device has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited functional undersensing. The lead was explanted and the patient was hospitalized. No additional adverse patient effects were reported.